Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had prime rewind anomaly. The blood glucose level was unknown. Customer stated that insulin was squirting out during the manual prime process. The customer stated that the drive support cap appears normal. The customer reported that there was crack on the case battery compartment. The troubleshooting was performed for primed rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. No numbers scrolling during testing noted. Insulin pump received with cracked battery tube threads.